Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) inspected the station and found a failed hardware icon displayed, but there was nothing available to recover in the recover storage space menu. The fse then identified that a drawer had failed and instructed the customer to perform a recovery, which the customer completed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and when they attempted to recover it, there was no option available to perform the recovery. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.